Event description:
It was reported the customer updated the programmer with usb (universal serial bus), took programmer to the clinic, and tried interrogating a protecta device and could not. Protecta was not on the programmer. Tried taking it home to connect to sdn (software distribution network) and it shows programmer has everything but protecta. The programmer was stuck trying to update that software. The programmer will be returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.